Event description:
It was reported that a patient was burned with the handle at the left hypochondrium level.

Manufacturer narrative:
This device is used for therapeutic purposes. A cev649-5b tube cev649-5b dia 5mm 350mm (lot: 120101). A cev605-3 scissors insert. A cev605-3 3pk 350mm (lot: 111102). (B)(4). The three complaint devices were returned and evaluated. The handle was found cracked at the connection level. No other issues were found. The crack was most likely the consequence of the multiple uses and constraints at the connection level. The instrument sheath was found damaged with traces of impact. However, the electrical tests carried out on the instrument found the device to conform to specifications. The sheath damage was likely the consequence of repeated reprocessing of the device. The blades were found to have traces of impacts and were blunt. The blades were damaged and require sharpening. None of the damages highlighted could have led to reported event. The most likely cause of the event was a non-voluntary contact between the patient body and the non-isolated handle during coagulation. This is addressed in the IFU. (B)(4).